Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for: pain on tibial side , after 3 months ok. When tibia base plate inspected intra-operatively found to be loose, when removed from patient found no cement on implant. Poly wear. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.